Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection; lysisfemur; lysistibia, revision njr number: (B)(4), side:r. Primary asa: p3 - incapacitating systemic disease.